Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device discarded.

Event description:
According to the available information, though not verified, it would take the patient a long time to inflate the device and it would not inflate fully. An MRI confirmed no fluid in the reservoir. During the revision the physician dissected to the pump and about 1.5¿ from the pump junction the inlet tube was noted detached. No connector or connector cage was present on the pump inlet tubing. The pump inlet tubing appeared cut to length from previous surgery ¿ straight edges. The reservoir inlet tubing, connector and connector sleeve were not seen; physician thought they may have reverted back into the abdomen. The pump was filled with bodily fluid when removed. As a general practice, after the implant procedure the physician usually leaves the implant inflated approximately 60%, which may indicate the connection was made during the previous revision surgery (tw 605545). However, it was thought the connection may have come loose while implanted, resulting in the loss of fluid. The original reservoir remains, and a new reservoir implanted on the other side to connect new device. The pump was discarded at surgery, so product will not be returned. It looked like the connector wasn¿t tight. Device was removed and replaced. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.